Event description:
Our affiliate is reporting to us that during an arthroscopic bristow latarjet procedure while using a glenoid 3.2 mm drill, the surgeon ran the drill into another instrument. As a result, the tip of the drill bit broke off and metal shavings were deposited into the patient's joint space. All of the debris was removed and the procedure was concluded successfully without further issue or harm to the patient. There are questions out for further detail and clarity.

Manufacturer narrative:
Mitek is, at this point in time, in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.